Event description:
A surgeon reports the flap on one pt's eye was cut thinner than the settings indicated. The surgeon had increased the flap thickness setting from 100 to 110 microns, but the actual cut was only 90 microns. There was no pt harm reported.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) performed an alignment check and completed the alignment for reference and analysis camera. The tm also completed the power meter calibrations and completed a successful system verification. A review of this complaint class, irregular flap, for this system for the previous 12 months, showed one other complaint. A review of the log-files for the day of this pt's surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified. (B)(4).